Event description:
Procedure: bariatric. According to the report received an or fire occurred during surgery. An area on the left side of the stomach was prepared by the surgeon. Duraprep was used for the patient skin during surgery preparation. The or team saw a flame after the bovie was in use. The patient sustained a 2nd degree burn on the skin about 1.5 by 1 inches. Slivadine cream was used for treatment and the patient is in good health condition. The patient does not appear to be having any difficulty.